Event description:
A medical professionals reported that they had recently seen an increase in the number of infections specific to model 106 generator. It is possible that the facility may have had environmental concerns but this could not be confirmed. No additional relevant information has been received to date.